Event description:
It was reported that the patient is deceased and "died approximately three weeks after pacemaker implantation". The cause of death is acute and chronic hemopericardium and undetermined natural causes. Additional information provided by the coroners office reported "this device is relevant to the death of the patient". No additional information was received.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant producrts: 4012 implantable pacing lead implanted: (B)(6) 1988; 4512 implantable pacing lead implanted: (B)(6) 1988. (B)(4).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.